Event description:
The customer was asked the product problem, but did not know the nature of the complaint. There is no pt injury reported. Posey inspection found that returned alarm unit has no alarm tone when powered on. During testing, the unit fail safe feature did not function.

Manufacturer narrative:
(B) (4). The device problem is not known. (B) (4).